Event description:
Provider states the chair is jumpy. As a result the electronics have been replaced. There is no injury or ill effect reported to the end user. Please note any further information will be provided in a follow up report.